Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that during the index procedure, after the bifurcated stent graft and iliac limbs were successfully deployed to their intended location, a compliant balloon was deployed to the proximal seal zone to begin the ballooning sequence to ensure proper seal was achieved in the proximal and distal seal zones. The balloon was inflated as normal under live fluoroscopy, but before the pressure was released, the stent graft and balloon were visualized suddenly expanding well beyond the diameter seen prior to the ballooning sequence. Shortly after, the patient¿s blood pressure dropped significantly, so the balloon was re-deployed to the descending thoracic aorta, causing the blood pressure to stabilize. An aortogram was performed to confirm that the aorta had ruptured within the proximal seal zone between the left renal and the aaa. The physician then began the open surgical procedure to repair the rupture, leaving the endurant graft in place. The aorta was opened at the proximal end of the endurant graft, the physician removed the suprarenal stents, tied off the origin of the left renal artery and made an end-to-end anastomoses of the endurant stent graft to the healthy aorta distal to the right renal artery. The physician then wrapped a surgical tube graft around the torn segment of the aorta between the surgical anastomoses and the aaa, suturing the graft as an external buttress to seal the neck. As per the physician the cause of the event was anatomy. It was said the fragile, severely calcified aortic neck ruptured during routine compliant balloon angioplasty. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirm it was a reliant balloon used in this procedure when the aneurysm ruptured. Product analysis the reported aortic rupture could not be confirmed on the pre-implant films received; however, the anatomical consideration leading to the events reported could be appreciated. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Procedural angiogram showing ballooning of the bifurcate device were also not received. It is most likely that the severe calcification observed in the aortic neck contributed to the rupture occurring after ballooning in this area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.